Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having ground glass opacity found by CT report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. Patient alleged of having ground glass opacity found by CT report. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. If any additional information is received, a follow up report will be filed. Section b1, b2, h1, codes in section h6 were updated/corrected in this report.

Manufacturer narrative:
Additional information was received on may 08, 2025 and section h11 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Patient alleged of having ground glass opacity found by CT report. There was no report of serious/harm injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were 32 errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.